Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The haptics are folded onto the optic and adhered by solution. The lens has been crushed on two posts in the lens case by being placed incorrectly in the lens case for return. The lens was cleaned with lphse. One haptic is broken in the distal area (not returned). The optic is split\cracked in to areas from the edge towards the center. Scratch marks are observed on the optic. Root cause: the reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health care professional reported a scratch on an intraocular lens (iol). There was patient contact. Additional information is requested.